Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level at the time of incident was 197 mg/dl, but was 420 mg/dl at the time of call. The customer did not report any symptoms related to their high readings. The customer completed troubleshooting, however they did not find any loose drive support caps, air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, or occlusions. The customer declined to check their settings. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. Nothing was replaced or returned.